Manufacturer narrative:
One sample was received for quality evaluation. The sample was attempted to be primed and leakage was identified coming from the the filter vent. Further examination of the filter vent shows that the filter vent is deformed in shape and appears to be cracked and damaged. The customer complaint of leakage was confirmed. The investigation was forwarded to the filter supplier for root cause analysis. After sterilisation, priming of the filter was attempted with saline, but leakage was observed immediately from the vents. The filter was then subjected to a treatment that may fully or partially restore the hydrophobic properties of vents that have become temporarily compromised due to saturation by low surface tension end use solutions or potentially from tube bonding solvents during set assembly. After treatment, the filter was able to vent air and not leak during the 29-psi pressure hold, showing the hydrophobicity of the vent membranes was restored. As the hydrophobicity of the vent membranes were restored after treatment, the abnormality noted during visual examination at sls was deemed to be cosmetic, non-functional only and did not meet the threshold to be considered a defect. With the batch review showing no noted manufacturing deviations and testing conducted by sls demonstrating the vent¿s hydrophobic properties were restored, no manufacturing root cause was determined. Potential scenarios exist where the vent's hydrophobic properties may become temporarily compromised or weakened from treatments and exposures that occur after filter assembly that may result in fluid leakage through the vent, particularly tube bonding solvents during set assembly or with lower surface tension fluids that may contain elements of alcohol or lipids. Customer awareness regarding the potential adverse effects on vent functionality from post filter assembly treatments and exposures is intended. A device history record review for model 11532269 lot number 25085348 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: bd alaris pump infusion set leaking around filtre site when primed for patient. Unexpected or prolonged care? No. Procedure: no. Device name/description: set alaris pump pe lined low sorb back check valve 0.2 micron filter 2 smartsite valves 125in priming volume 29ml. Manufacturer code/model: 11532269. Serial or lot number: (B)(6). Number of devices: 1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.